Event description:
Physician discovered a staph infection at the trial lead site. The trial lead explanted and the patient was hospitalized for treatment. The patient has since been released from the hospital.